Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the force bipolar instrument was not working. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the isi clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use and no damage was noted. There was a loss of cautery associated with the damaged cable. There were no signs of thermal damage at site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. There was no problem of removing the instrument through the cannula. The damage did not result in a fragment fall inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument and performed the failure analysis. The instrument was analyzed and passed the recognition and engagement, electrical continuity, and energy delivery tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. Additionally, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The instrument was also found to have damaged conductor wire insulation at the distal end. The wires were exposed. There was no thermal damage and no missing material.